Event description:
It was reported that the patient presented to the clinic with redness and swelling due to infection at the device site. The physician believes the infection likely stemmed from the patient's initial device implant on (B)(6) 2025. The pacemaker, right ventricular lead and left ventricular lead were explanted and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.